Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were confirmed through a review of the event history log but not reproduced. The messages were found to be caused by loose link screws. An unsecured upper link screw causes the link to not fully engage the upper link switch when door is physically closed and it a known contributor to the door not fully latched alarms. The screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no pt involvement.